Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal unrolled prior to deployment. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. The delivery device and the tension spring assembly were returned separately. The loading device was not returned. The delivery device and the seal were covered in blood. The slide lock was dis-engaged and the plunger was depressed on the delivery device. The presence of blood inside the delivery tube and the seal indicate that there was an attempt to deploy the seal in the aorta. Based on the received condition of the device we were not able to measure the delivery tube dimensions. There were no nonconformance's observed with the seal or the tension spring assembly. Based upon the received condition of the device, the reported complaint was not confirmed for the reported failure mode "fitting problem".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal unrolled prior to deployment. A replacement device was used to complete the procedure. The hospital did not report any patient effects.